Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to implant, the right atrial lead exhibited far-field r-wave oversensing, prompting reprogramming to increase the lead¿s sensitivity; at the new sensitivity value, p waves were low. Approximately one week later, the patient presented to the emergency department due to chest pain. It was concluded that there were ¿atrial lead issues.¿ the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.